Manufacturer narrative:
H10: internal complaint reference: (B)(4) h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A visual inspection of the returned device found that both of the meniscal suture loops were detached between the shaft and hub. The complaint was confirmed, and the root cause was associated with device design. A corrective action for this failure mode is in place.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair surgery, when the package of the "set meniscus mender ii" was opened, it was noticed the loop retriever was disassembled between head and shaft. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported.